Event description:
It was reported that during that after fixating the right ventricle leadless pacemaker (rvlp), that the impedance did not increase sufficiently. The rvlp was unscrewed and the protective sleeve advanced, during repositioning it was noted that the helix of the rvlp was stretched. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.